Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose of 696mg/dl, and she was treated with an insulin drip. The mother stated that the customer was vomiting prior being admitted. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.